Event description:
Customer reported that their blood glucose readings have been over 600 mg/dl and has been treating with a manual bolus recently. Customer stated that she has been getting sick to her stomach and has thrown up a couple times. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A low battery alarm was noted in the alarm history. The high pressure test was also performed and passed. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.